Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump emitted multiple loss of prime alarms over the past two to three weeks. Reportedly, despite changing the cartridge, loss of prime alarms continued to occur. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/30/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/18/2014 with the following findings: a review of the pump history showed loss of prime warnings associated with a low non-zero force was recorded. During testing, the pump performed the rewind, load, and prime steps and was exercised for 24 hours with no alarms or loss of prime warnings occurring. The force sensor calibration reading was found to be within the required specifications. The pump cover was removed and no contamination or damage to the force sensor circuit was observed. The loss of prime issue was observed in the pump history but was not able to be duplicated during investigation.